Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was resistance when filling a cartridge. The customer changed the cartridge/syringe and was able to complete the load process. There was no impact to the customer's blood glucose level.